Event description:
The complaint is reported as: "cvc placement in the subclavian region, that at the time of attempting to remove the guidewire, it stays inside the subclavian tissue. Another catheter is used for a second attempt of central access and to remove the first guidewire, but this failed after venous return. The guidewire was frayed." The first guidewire attempt in the subclavian region is captured in MDR # 3006425876-2022-00764. The second attempt was made in the femoral region. It was reported "this failed after venous return, the guidewire of the second catheter is withdrawn without leaving traces on the patient". No medical intervention was required. No patient harm was reported for the second guidewire. A peripheral venous access was placed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "cvc placement in the subclavian region, that at the time of attempting to remove the guidewire, it stays inside the subclavian tissue. Another catheter is used for a second attempt of central access and to remove the first guidewire, but this failed after venous return. The guidewire was frayed." The first guidewire attempt in the subclavian region is captured in MDR # 3006425876-2022-00764. The second attempt was made in the femoral region. It was reported "this failed after venous return, the guidewire of the second catheter is withdrawn without leaving traces on the patient". No medical intervention was required. No patient harm was reported for the second guidewire. A peripheral venous access was placed.